Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 489 mg/dl. Customer was treated with manual injection. Customer also experienced unexpected restart. Troubleshooting was not performed for high blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received passed all functional tests including displacement and self tests. No unexpected post-reset ram crc alarms were noted. (B)(4).